Event description:
It was reported that the patient complained that the patient's heartbeat was dropping, rising, and 'bouncing around' below the device programmed rate. It was further reported that after reviewing multiple remote transmissions, the clinician determined that the patient's device was functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained that the patient's heartbeat was dropping, rising, and 'bouncing around' below the device programmed rate. Follow up is currently in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2002; 4195 implantable pacing lead - (B)(6) 2011. (B)(4).